Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, one resolute onyx drug-eluting stent was implanted in the lad. Approximately 2 weeks post procedure, acute coronary syndrome was reported which was treated with medication. Patient died 5 days later. Investigator assessed event is probably related to device and unlikely related to antiplatelets. Sponsor assessed the event is probably related to device and possibly related to antiplatelets.